Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The clips were ejecting and dropping out of the applier. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.